Event description:
Several bd 10ml syringes with luer-lok tips in three bulk sterile convenience paks were found with black contaminant on the outside of the syringes. The black substance easily transfers off of the syringe. The lot # 8211647 was the same lot number for another medwatch filed on may 2019. Ref: mw5086394 and mw5086204.